Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. The blood glucose level was unknown. The customer reported that the middle button was damaged. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No the critical block and inverse critical block did not add to zero alarm noted during testing or in download history files. Device functioning properly. Device received with cracked keypad at select button.